Event description:
Patient states she began to experience chest pain, burning feet and lightheadedness shortly after her daughter connected the abx (antibiotics). Patient states she sat herself down on the floor as her daughter disconnected abx and she lost consciousness that was not regained until she arrived at the emergency room. Portalname = optumatlas.